Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-01799. It was reported that a rotawire fractured in the vessel. The target vessel was located at the right coronary artery. A rotablator rotational atherectomy system was selected for a percutaneous coronary intervention requiring rotablation. It was noted that a rotawire fractured in the vessel. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that when the physician advanced the burr, the burr got off from the rotawire thus it cause the occurence of fractured rotawire. In addition, they took out the wire entirely from the patient's body and did not remain in the right coronary artery. Patient's condition is stable.